Event description:
An infant was undergoing surgery and a mega soft pediatric pt return electrode was being used. The MFR's product info states that "excessive linen" is not to be placed between the pt and the device. The infant was noted to have a large blistered area on the skin postoperatively. The term "use of excessive linen" is not quantifiable and does not indicate the number of acceptable layers of linens or materials that can be safely placed between the pt and the pad without causing interference or harm to the pt.